Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer says the front battery box fuse heated up to melting. He has not seen it melt nor get hot. Needs front battery box lid. MDR filed.